Manufacturer narrative:
Additional information: on 1/3/2020, mentor became aware that the patient also experienced bilateral capsular contracture and upon explantation the left-sided device was found to be intact. Mentor also became aware that the patient underwent device replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers (B)(4).on the right side and (B)(4).on the left side on (B)(6) 2019. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experienced unspecified unexplained systemic symptoms, only described as making the patient very sick. The root cause of the patient's symptoms is unclear. Reason for device explant and/or reoperation: rupture, breast pain and generalized illness manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture and breast pain post-operational. The ruptures were confirmed with an x-ray exam. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.